Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The small grasping retractor instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. A site history was performed and no related complaints were found. A review of system logs showed that the small grasping retractor instrument was last used on the reported event date of (B)(6) 2020 and had 5 lives remaining. No image or video was provided for review. Based on the information provided at this time, this complaint is being reported because the small grasping retractor instrument is designed with two pitch cables. Each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although there was no patient injury, the product malfunction could cause or contribute to an adverse event if the failure were to recur.

Event description:
It was reported that during a da vinci assisted procedure, the small grasping retractor instrument had a broken cable. The procedure was completed and there was no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to request additional information: the reporter stated that the surgery was completed as expected but was unable to provide any additional information,